Event description:
The customer was hospitalized for high blood glucose. It was reported that the device had no delivery alarm. Troubleshooting was performed. The programming and histories in the pump were accurate. Instructed customer to change the infusion set and place a new reservoir. Insulin exited freely during manual prime. A primed test was performed again with no reservoir and the pump alarmed no delivery. Advised customer to continue using manual injections.